Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and restricted posterior leaflet on a patient with an implantable cardioverter defibrillator (ICD) lead in the right atrium (ra) and right ventricle (rv). A steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, while crossing the arterial septum from ra to left atrium (la), imaging revealed a structure attached to the sgc tip. The sgc was retracted to the ra and so was the structure. The sgc was removed from the patient, leaving only the guidewire in place. The sgc was examined outside the patient, but there were no observed abnormalities. The sgc was then prepared again per IFU and was reinserted into the patient. However, as soon as the sgc tip crossed the arterial septum, a small structure attached to the sgc tip was observed again. The physician concluded that the structure was a thrombus, connected to the pacemaker lead in the ra. Therefore, the sgc was removed from the patient and the procedure was discontinued with no clips implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombosis/thrombus cannot be determined. Thrombus is listed as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.